Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00239. The patient has 4 leads (3 from lot ab2150 and 1 from lot ab2127) as part of his axium neurostimulator system. It was reported the patient experienced ineffective stimulation. Reprograming was attempted to no avail. Patient is slated to discuss options with his physician and surgical intervention may be undertaken at a later date.